Manufacturer narrative:
One medfusion pump was received with no noticed external damage. The event history log was reviewed and there was nothing in the alarm history pertaining to the reported issue. A drive train test was conducted and the reported issue was able to be duplicated. When the pump got to over 19 lbs, it would skip. The clutch half's left and right were replaced as a preventative measure since the parts were over 3 years old. The battery was also replaced due to it not charging. It was also noted that the customer performed an outdated/obsolete drive train test on the pump.

Event description:
Information was received indicating that a smiths medical medfusion pump goes to 15 lbs then skips to 13 lbs during drive train tests. There was no reported adverse event.